Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2022 no product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl- (B)(4) initial reporter state- ab.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation complete. Patient weight updated.